Manufacturer narrative:
The customer indicated that the device is not available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event involved a plum 360 that alarmed for distal occlusion during an infusion of vasopressin on patient ECMO 3132. The vasopressin was infusing at .04 into a central line and there were no kinks present. The event led to a code blue. No additional information has been received.

Manufacturer narrative:
H10: the device was not returned for evaluation. Without the return of the device a probable cause is unable to be determined. Summary of log alarms history pertaining to the complaint found multiple similar alarm error codes relating to the complaint. The device historical review found 1 similar event. Additional information found in sections g1 and h6.